Manufacturer narrative:
Device analysis conclusion: the oad and wire were received at csi for analysis. Visual examination confirmed a driveshaft fracture at the proximal edge of the crown. The driveshaft fragment remained engaged on the guide wire. There was no other damage noted. The oad functioned as intended during functional testing. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation, the reported stall could not be confirmed. However, the reported driveshaft fracture was confirmed. (B)(4).

Event description:
Following approximately five treatments on low speed in the mid right coronary artery (rca), the oad was advanced proximal to the next area of intended treatment. Before the physician could press the on/off button, the oad pitch changed, and the oad stalled. The distal driveshaft and crown then appeared to be detached from the device on imaging. The oad was removed from the patient. The oad fragment was snared, and a stent was placed to complete the procedure.